Event description:
(B)(4).

Manufacturer narrative:
There was no reported device malfunction. The pt continues to use the device, therefore, no device was returned to resmed for investigation. The pt informed resmed he will consult his device provider regarding his therapy. In addition, the pt has added a humidifier in his room to address dryness issue. (B)(4).